Event description:
The customer reported that the 12g serial digital interface output port was not working and that there was no image displayed on the screen during inspection for use involving an olympus video system center. No patient involvement was reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. E1 initial reporter establishment name: narayana hrudayalaya limited narayana super speciality hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.